Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level displayed as high, though exact value was unknown. A correction bolus was delivered to address bg level. Reportedly, the customer cleared alarm and resumed insulin delivery.